Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the gluteal artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, as the catheter was entered into the body via a non-bsc sheath, the imaging catheter twisted around itself causing the tip to knot, becoming too large to exit the sheath. The physician removed the wire from the body while the tip of the catheter remained in place. Angioplasty was done, and a balloon was inserted and inflated to assist in collapsing the knotted imaging catheter which was then successfully removed from the body. The procedure was completed successfully, and no patient complications were reported.